Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, no failure was identified for the load fill tubing allegation; however, a different issue was identified.

Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected to the site. Customer's blood glucose (bg) ranged from 47-54 mg/dl with seizures. Customer was admitted to the hospital on the morning of (B)(6) 2020. Customer was given diaspan for seizures and insulin and saline intravenously to treat low bg. Customer was discharged on the evening of (B)(6) 2020 with no permanent damage.